Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a neurovascular planned treatment/non-emergency procedure and the procedure was completed without delay by using the wired footswitch. The philips field service engineer (fse) inspected the system onsite and found that there was an issue with the wireless footswitch fluoro switch. Upon troubleshooting, fse identified that the error led indicator on the base station was off, the wi-fi (led) indicator on the wireless footswitch was off, and the battery indicator was green. The wireless connection was re-established by performing a system restart to reset the base station. Upon further investigation, fse identified that the fluoro switch was operating intermittently and confirmed the problem was related to a mechanical issue. To resolve the issue, fse replaced the wireless footswitch, and the base station was replaced due to firmware incompatibility with the new wfs. The defective wireless foot switch and wireless base station were returned to philips for failure analysis. The issues identified with the wireless foot switch were missing anti-slip, missing screw in the mounting plate, and a loose bracket. And no failure was found in the wireless base station. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. An update has been made to the instructions for use (IFU) regarding the charging and handling of the wireless footswitch. This includes the requirement to have the wired footswitch always connected as a backup. Therefore, due to the availability of an alternative footswitch, in the event of a wireless footswitch failure, the procedure can be completed with minimal or no delay. Due to this, the malfunction of a wireless footswitch would not be likely to lead to a death or serious injury based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the wireless footswitch had a mechanical problem. The system was in clinical use at the time of the reported event. The procedure was completed without delay using a wired footswitch. There was no reported patient or user harm. Philips has started an investigation of this complaint.